Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient's onetouch verio2 meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The reporter detailed that the meter issue occurred on(B)(6) 2017. The patient manages his diabetes with fixed insulin doses and the reporter did not specify if the patient made any changes to his usual diabetes management routine in response to the alleged issue. The reporter stated that a few days after the issue occurred the patient developed symptoms of hypoglycemic crisis, sweating, blurry vision and could not stand up¿nd stated that the patient visited a doctors office and ate food such as sugar and fruit. During troubleshooting the cca noted that there was no apparent misuse of the device and it was not the first time the meter had been used. The meter would not turn on when prompted by pressing the power button and the patient did not have strips available to test if this turned on the meter. The batteries did not appear to require replacing. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed symptoms that meet lfs' criteria for a serious injury adverse event after the alleged power issue occurred.